Event description:
It was reported that the insulin pump alarmed sensor error and also has a bent cannula. Customer's blood glucose reading was 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: (B)(4) analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test (B)(4). Both sensors passed with accurate readings. Both sensor with bent canula.